Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in house system and driven. The instrument passed recognition and engagement testing. The instrument moves intuitively with full range motion in all directions. The grips opened and closed properly and successfully performed the cut test through red foam. The instrument also passed seal testing. The conductor wires displayed no damage. Failure analysis investigation also found the instrument's grip tips displayed scratches toward the tip measuring approximately .075. No other damage found.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was noted that an error message stating blade exposed was observed on the endowrist one vessel sealer instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.